Event description:
Pt reported obtaining back-to-back blood glucose results of 78mg/dl and 138mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. Pt noted that on other occasions, he has obtained back-to-back values of approx 30mg/dl and approx 70mg/dl (pt did not recall exact values). No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The comfort curve test strips are the suspect device.